Event description:
It was reported to ge that the rear angulation drive chain failed allowing the table to fall to the floor. Apparently, the failure was due to the shearing of the roll pin in the failed link. There was a pt on the table when the event occurred, but no injury has been reported. The table has been repaired & placed back into service.